Manufacturer narrative:
Eitan medical requested the pump and the event log for investigation. To date, none have been received. When received, the investigation findings will be detailed in a follow-up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention was reported.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm and no medical intervention was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump. Investigation findings: no failure was found. The pump was tested and found to meet specifications. Conclusion: the pump was tested and found to meet specifications.